Event description:
The epicardial leads were implanted, (B)(4) was capped for possible use in the future. This lead, (B)(4) had developed high thresholds. It was changed out for the other lead during a scheduled ICD changeout.